Event description:
Reportedly, leakage was noted through the reflux valve on the gastrostomy tube. The tube was difficult to remove and the patient required surgical intervention to remove the tube. The patient's status is satisfactory.